Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded into patient uterus"), cystocele ("cystocele"), rectocele ("rectocele"), genital haemorrhage ("bleeding") and uterine leiomyoma ("uterine fibroids") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left sided coil appeared to be above the left fallopian tube with flow noted". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, cystocele (seriousness criteria medically significant and intervention required), rectocele (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("heavy vaginal bleeding") and device expulsion ("embedded into plaintiff's uterus"). The patient was treated with surgery (underwent hysterectomy with salpingectomy), surgery (anterior and posterior repair), surgery (anterior and posterior repair), surgery (underwent hysterectomy with salpingectomy) and surgery (underwent hysterectomy with salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, cystocele, rectocele, genital haemorrhage, uterine leiomyoma, migraine, vaginal haemorrhage and device expulsion outcome was unknown. The reporter considered cystocele, device expulsion, embedded device, genital haemorrhage, migraine, rectocele, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2012 patient underwent hysterosalpingogram test resulted in left sided coil appeared to be above the left fallopian tube with flow noted through the tube. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded into patient uterus/ left sided coil appeared to be above the left fallopian tube with flow noted"), genital haemorrhage ("bleeding"), cystocele ("cystocele"), rectocele ("rectocele") and uterine leiomyoma ("uterine fibroids") in an adult female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble placing the essure coil in plaintiffs left fallopian tube.". The patient's past medical history included infection mrsa. Concurrent conditions included irritable bowel syndrome, sleep apnoea and uterine fibroid. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, cystocele (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), uterine leiomyoma (seriousness criterion medically significant), neoplasm ("tumor / teratoma / cancer type: cystic tumors"), migraine ("migraines"), vaginal haemorrhage ("heavy vaginal bleeding"), device expulsion ("embedded into plaintiff's uterus"), headache ("headaches,") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent hysterectomy with salpingectomy), surgery (anterior and posterior repair), surgery (anterior and posterior repair) and surgery (underwent hysterectomy with salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, cystocele, rectocele, uterine leiomyoma, neoplasm, device expulsion, headache and abdominal pain lower outcome was unknown, the genital haemorrhage and vaginal haemorrhage was resolving and the migraine had resolved. The reporter considered abdominal pain lower, cystocele, device expulsion, embedded device, genital haemorrhage, headache, migraine, neoplasm, rectocele, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion on (B)(6) 2012 patient underwent hysterosalpingogram test resulted in left sided coil appeared to be above the left fallopian tube with flow noted through the tube. On (B)(6) 2016 surgical pathology report diagnosis: hysterectomy and bilateral salpingectomy. Leiomyomata. Benign nonsecretory endometrium. Cervix within normal limits. Bilateral fallopian tube segments within normal limits. Specimen source (s): uterus, cervix, and bilateral tubes clinical history: irregular menstruation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: headaches,tumor / teratoma / cancer type: cystic tumors, lower abdominal pain, device insertion difficulty were added.outcome of events migraine from unknown to recovered/resolved and event abnormal bleeding from unknown to recovering/resolving were updated.lot number and new reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded into patient uterus/ left sided coil appeared to be above the left fallopian tube with flow noted"), genital haemorrhage ("bleeding"), cystocele ("cystocele"), rectocele ("rectocele") and uterine leiomyoma ("uterine fibroids") in an adult female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble placing the essure coil in plaintiffs left fallopian tube.". The patient's past medical history included infection mrsa. Concurrent conditions included irritable bowel syndrome, sleep apnoea and uterine fibroid. On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, cystocele (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), uterine leiomyoma (seriousness criterion medically significant), neoplasm ("tumor / teratoma / cancer type: cystic tumors"), migraine ("migraines"), vaginal haemorrhage ("heavy vaginal bleeding"), device expulsion ("embedded into plaintiff's uterus"), headache ("headaches,") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent hysterectomy with salpingectomy), surgery (anterior and posterior repair), surgery (anterior and posterior repair) and surgery (underwent hysterectomy with salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, cystocele, rectocele, uterine leiomyoma, neoplasm, device expulsion, headache and abdominal pain lower outcome was unknown, the genital haemorrhage and vaginal haemorrhage was resolving and the migraine had resolved. The reporter considered abdominal pain lower, cystocele, device expulsion, embedded device, genital haemorrhage, headache, migraine, neoplasm, rectocele, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: unilateral occlusion on (B)(6)2012 patient underwent hysterosalpingogram test resulted in left sided coil appeared to be above the left fallopian tube with flow noted through the tube. On (B)(6)2016 surgical pathology report diagnosis: hysterectomy and bilateral salpingectomy. Leiomyomata. Benign nonsecretory endometrium. Cervix within normal limits. Bilateral fallopian tube segments within normal limits. Specimen source (s): uterus, cervix, and bilateral tubes clinical history: irregular menstruation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.